Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure some of the clips did not close completely or fell off before they could be applied. A couple of times when the device was clicked to load, it did not load. It is unknown how the procedure was completed.

Event description:
It was reported that patient underwent a procedure utilizing an acetabular shell inserter on (B) (6) 2009. During the procedure, the inserter handle could not be disengaged from the acetabular cup and the cup could not be used. No further information has been received to date.

Manufacturer narrative:
(B) (4). (B) (4).corrected information: alert date is (B) (4) 2009.